Event description:
Report was received from USA stating that the devic had intermittent operation. It is known that the device was not being used during surgery. It is unk if there were injuries or medical intervention. There was no additional info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent.